Manufacturer narrative:
Review of the lot records/work orders, prior reports. No trends or issues were noted. Limb occlusion and iliac aneurysm development are known long-term complications. Operative notes are not available for review. However, no conclusion can be drawn at this time.

Event description:
Patient had successful implant of a bifurcated device, two proximal cuffs, and a limb extension in 2008. Follow up CT revealed a left cia aneurysm and thrombus in the left iliac limb of the bifurcated stent graft. In 2009, an additional limb extension was placed with good results.